Manufacturer narrative:
The manufacturer previously reported information received alleging a garbin 200 that was "repaired for remediation and linde italy claims that there is deteriorated foam inside". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. No device information has been provided. Despite three good faith effort attempts on 06/12/2025, 11/18/2025 and 11/21/2025 to the reporter, mr. (B)(6) the device has not yet been returned to the manufacturer for evaluation. The manufacturer has made sufficient attempts for more information and the return of the device for evaluation, to no avail. If any additional information is received at a later date, an updated final report will be filed.

Event description:
The manufacturer received information alleging a garbin 200 that was "repaired for remediation and linde italy claims that there is deteriorated foam inside". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. No device information has been provided. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information is provided, the exact UDI number is unknown, and no UDI will be listed in this report.